Event description:
It was reported that the hex driver was stripped. No patient complications were reported.

Manufacturer narrative:
(B)(4). The driver was returned for evaluation. The tip of the driver, 1.5mm, has been sheared off from apparent overload. There is a slight angle to the break. A review of the device history records did not identify any applicable nonconformance to specification.